Event description:
A customer reported obtaining unexpected negative reactivity with capture-r ready-screen (3), lot r296, for a sample with a known anti-k.

Manufacturer narrative:
A review of the result files for the unexpected negative reactivity showed that negative reactivity appeared negative as reported by the instrument. The immucor product investigation lab confirmed the presence of the k antigen on retention capture-r ready-screen (3) test wells. Retention performed as expected. The customers submitted sample resulted as negative.